Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3. H6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported blank display which was reproduced. Visual inspection observed a damaged liquid crystal display (lcd) caused by the pump sustaining impact. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.